Manufacturer narrative:
Physio-control further evaluated the device and observed that due to device's age, the device's internal hybrid layer capacitor (hlc) batteries could no longer be charged to a high capacity. Upon receiving the device, the readiness indicator on the display showed the 'ok' symbol. During testing, physio-control confirmed that the device would charge and provide defibrillation therapy when prompted. A replacement device was provided to the customer under warranty.

Event description:
The customer reported to physio-control that their device showed an attention icon in the readiness display. Upon evaluation of the device, physio-control observed from the downloaded device data that the internal hlc batteries of the device had depleted and that the device would likely not have enough power to provide adequate defibrillation therapy if required. There was no patient use associated to the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.